Manufacturer narrative:
The lens was returned in a competitor lens case. Solution is dried on the lens. The lens has been cut into pieces, typical of insertion and removal. These portions are crushed from being loaded into a competitor lens case. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria.the product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage.(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged four months following implant due to the patient experiencing 'waxy' vision. Additional information was requested.